Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and replaced the power management (pm) printed circuit board assembly (pcba). The customer then tested the device by plugging it in for a weekend and verified that it did not power on by itself. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was turning on randomly. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) advised the customer to try disconnecting the battery and then reconnecting just alternating current (ac) power to see if the issue persists or if the issue goes away, the rse informed the customer to replace the battery, but if the issue continues, the rse told the customer to swap the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the part identification (ID) and price of the ui pcba replacement and also recommended that the customer should replace the power management (pm) pcba if the issue continues after a ui pcb replacement. Investigation is ongoing.